Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor was extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant and the lead indicated stretching. Lead returned stretched and stylet received in lead. Stylet insertion failed due to lead stretched and conductors distorted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the physician tried to insert the lead again through the stylet but could not succeed. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.